Event description:
Customer stated that they had a capsule that failed to attach. When the doctor was removing the delivery sys from the pt, he noticed that the capsule was on the pt's mouth/tongue.

Manufacturer narrative:
No pt injury has occurred following this incident.